Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device came to the hospital due to multiple shocks from the subcutaneous ICD (patient also had a crt-p device). During an evaluation, it was concluded that the shock was delivered due to 2 to 1 conducted, atrial fibrillation. Furthermore, the delivered shock induced a ventricular fibrillation which was initially undersensed; however ultimately a shock was delivered and a normal sinus rate established. The physician elected to explant the sicd (as well as the crt-p) and upgrade the patient to a crt-d system. This decision was not only due to the inappropriate sicd therapy but also due to a pocket erosion condition. No allegations/evidence of crt-p malfunction. The explanted sicd device is not expected to be returned.